Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor presented an error code 315, which is an image processor or a light source error, when plugged in to an endoscope. There were no reports of patient involvement.